Event description:
It was reported that (1) device was used during a gynecological surgery. It was reported by the affiliate that the 511sd trocar did not arm properly. Another trocar was used to complete the case. There was no consequence to the patient.